Event description:
The customer stated that he was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the fixed prime on the insulin pump was set to five units. The customer stated that he has been experiencing low blood glucose levels after he changes his infusion sets. The customer was assisted with changing the fixed prime on the appropriate 0.3 units. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.